Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause, a device investigation would be necessary. The complaint can be re-opened if further relevant information is received.

Event description:
In (B)(6) 2015 the patient heard some noises and the volume decreased progressively. Afterwards the patient had no more access to sound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2015 the patient heard some noises and the volume decreased progressively. Afterwards the patient had no more access to sound. The patient will be re-implanted but a date has not been scheduled yet.